Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and 15 days following the implant of this transcatheter bioprosthetic valve, the patient presented with new onset of elevated gradients within the valve. The patient was started oral anticoagulant therapy. It was reported that four years, one month, 10 days following the implant of the valve, the valve was explanted due to premature degeneration caused by probable, well organized thrombus and fibro calcific disease. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received reporting that the gradient at time of discharge after the initial valve implant was 12 mmhg. A computed tomography (CT) performed prior to valve explant showed a valve depth of 10.7 millimeter (mm) on the non-coronary cusp (ncc) and 11.5 mm on the left coronary cusp (lcc). Following the initial valve implant, the patient¿s anti-platelet therapy regimen was aspirin and plavix. Approximately 4 years after valve implant, the prosthetic valve flow velocity increased due to prosthetic valve dysfunction, but the specific gradient values are unknown. The thrombus was located on the left posterior commissure of the prosthetic valve leaflets. The patient started warfarin after the thrombus was found. The patient has no history of coagulopathy issues or other blood disorders. After the valve was explanted, a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported. Updated b5 -event description updated b7 - relevant history medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients can be related to valve related (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc) without review of echocardiographic imaging, as assignable root cause cannot be determined. However, it was stated that there as thrombus on the valve when it was explanted. The valve, however, was not returned for analysis, so we are unable to conclusively determine the exact cause or confirm the presence of thrombus. The event notes a small gradient measurement post implant of 12mmhg. Gradients can be observed despite normal device functionality. It should be noted that a mean gradient of less than 20 mmhg is generally considered acceptable residual condition for this valve. A number of factors can affect the creation of thrombus / fibro calcific disease, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. It is known that thrombus formation may lead to decreased leaflet mobility leading to valve stenosis and high gradient, which might had occurred in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.